Event description:
A surgeon reported an unstable chamber during a procedure. The anterior chamber was "not filling", but aspiration continued during phacoemulsification. The surgeon slightly enlarged the incision to allow the chamber to "fill better than before". The procedure was able to be completed following a system reboot.

Manufacturer narrative:
The company representative examined the system and could not confirm the problem reported. Preventive maintenance was performed. The system was then tested and met all product specifications. The surgeon reported that after the system was rebooted, they increased the incision and found that irrigation was better into the eye. Although it was not reported exactly what incision size the surgeon was using, too small of an incision size could cause restrictions to fluidic flow into the eye. Recommended incision sizes can be found in the small parts directions for use for tips and sleeves. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).